Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic aortic aneurysm approximately 63 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately 60 months post-implantation, the patient had a follow-up CT that demonstrated that a type iii endoleak (fabric tear) was present. At the location of the type iii endoleak, the aorta was non-tortuous and non-calcified. Approximately 1 month later, the CT still demonstrated a large type iii endoleak at or very close to the figure 8 marker, with aneurysm enlargement. The physician elected to intervene approximately 1 month after that by implanting a 44 mm x 40 mm talent distal main stent graft, which successfully resolved the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: endoleak, unknown cause of endoleak.